Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 308 mg/dl. This alarm had been resolved with a reservoir change. He had already thrown out the reservoir and declined troubleshooting for the high blood glucose. The reservoir was not returned or replaced.